Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer loaded a new cartridge with 480 units of room temperature insulin, and received an accurate fill estimate of over 300 units of insulin in the cartridge. Reportedly, the customer's blood glucose level was 360 mg/dl, and was addressed with a correction bolus.